Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 74 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while an astral device was being configured for patient use, it displayed a system fault 74 indicating a software task error occurred. The device was not in use when the fault occurred, therefore, there was no patient involvement.